Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
To prevent the pancreatitis after ercp, user attempted to place zepds-5-4 stent in duodenal papilla passing over the wire guide (0.025 inch, unknown the manufacturer). (Pr385690 user error wrong wire guide). However the wire guide couldn't advanced and then he found that the stent was kinked. He selected new device of same rpn (unknown lot#) using 0.025 inch wire guide also to complete the procedure. (Pr 385692 user error wrong wire guide) note: wrong wire guide used with both devices. Patient outcome: no health hazard. Patient/event info notes: the user's comment: I used this many times so I think that there were no problems with its usage. The sales rep's comment: the stent is prone to kinking even when used with great care. There is also a product problem. [Additional information]: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact pls. Refer patient/event info tab. What was the target location for the stent? Already stated in patient/event info tab. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Storage shelves in the fluoroscopy room what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* 0.025 inch wire guide. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Unknown. Was the wire guide inspected for damage prior to use? Unknown. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes please indicate the procedure performed. Unknown. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Pls. Refer patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/tjf-260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the introduction system in place to the target location? Unknown. Kink was occured before the placement. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Where was the stricture located in the duct? There was no stricture. Was the stricture dilated prior to placing the device? No. Was resistance encountered when advancing the stent through the obstructed area? Unknown. Kink was occured before the placement. After placement, was stent position verified? Unknown. Kink was occured before the placement. If yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Did any section of the device detach inside the endoscope or patient?no kink was occured before the placement. If yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient? Was the broken device retrieved? If yes, please indicate what tools were used during retrieval. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please specify what was observed and where on the device it was observed.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 31-mar-23 and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zepds-5-4 of unknown lot number was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. This files captures the use of an incorrect size wire guide used on the device which has been attributed to user error. This file is related to pr 385690 (MDR ref.- 3001845648-2023-00094 ) which captures the use of an incorrect size wire guide used on the device which has been attributed to user error resulting in kink of stent. Document review: manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. Prior to distribution all zepds-5-4 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The instructions for use which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿. It should be noted that the instructions for use states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest the user did not follow the IFU. Root caus review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.